Event description:
During a laser lithotripsy procedure the dr noted a piece of fiber floating in the field of view of the scope. A 4mm segment of fiber was removed with graspers with no pt complications.